Event description:
Report rec'd from france states: "defective vitrectomy cutter, it aspirates but does not cut. No pt impact."

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The device has been requested yet not been returned for eval.